Event description:
It was reported that the patient's ipg was inoperable. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.